Event description:
It was reported that the patient arrived at the hospital confused. Interrogation revealed the patient's implantable cardioverter defibrillator exhibited post-sensed t-wave over-sensing which resulted in inappropriate high voltage therapy being delivered. Programming changes were made. The patient was stable.